Manufacturer narrative:
(B)(4).

Event description:
Received info stating that due to a ventilator malfunction pt was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The customer reported to have tested the device and could not duplicate the reported failure. Covidien was not authorized to service the device.